Event description:
A report was rec'd on 07/2001 that a memorylens had been implanted in the pt's left eye in 2000. Postoperatively the vision was measured to be as good as 20/40 in 7 months later. Upon exam on three months later the visual acuity in the left eye was 20/60 and the dr felt that a mild vitreous hemorrhage was present. The dr reported that pt had a medical history of diabetes and is on dialysis for kidney failure. Three months later the pt's visual acuity decreased to 20/200 with no clear view to the fundus and a non-dilating pupil. The dr used retractors to dilate the pupil; there was a small amount of bleeding which the dr was able to clear, although dr was unable to aspirate any material from the lens. Dr then proceeded to do a limited vitrectomy. Post-procedure, the pt's visual acuity was 5/200 and the dr was unable to see into the vitreous because of the haze of the lens. There did not appear to be any change in the haze despite anti-flammatory therapy and time. The dr explanted the lens in 2001 due to "lens haze". The lens was replaced with another product; there were no complications reported during the explant/implant procedure. The dr's prognosis for the pt was reported as "fair - 20/200 vision-diabetic retinopathy".